Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Medwatch report (B)(4) received and reported the following: patient was undergoing a bronchoscopy using an endobronchial ultrasound bronchoscope (ebus). At the end of the procedure, it was identified that the ebus balloon was missing. The patient underwent an additional bronchoscopy x 2, endoscopy x 1 and CT of chest with no retained balloon identified. Additional information was received from the customer: the initial procedure was completed with the same device and was prolonged for approximately one hour to search for the missing balloon. The reported problem no affect the diagnostic outcome of the procedure. This report is 1 of 2.